Event description:
It was reported by service report that the zoom drive was intermittent due to worn communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.